Event description:
It was reported that the patient died. The 100% stenosed first target lesion was located on the left anterior descending artery (lad). Pre-dilatation was performed with a 1.50 x 15mm non-boston scientific balloon catheter. After a 24 x 2.75 promus premier drug-eluting stent was placed, post-dilatation was performed with a 3.5 x 15mm balloon catheter. Subsequently, pre-dilatation was performed with a 2.0 x 12 mm balloon catheter and a 20 x 3.00 promus elite drug-eluting stent was deployed. The patient was transferred to the coronary care unit (ccu) after the procedure. However, the patient developed acute myocardial infarction in the evening and cardiopulmonary resuscitation (CPR) was given multiple times with a ventilator, and the patient expired.